Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. Blood was not observed in the delivery tube. Slight evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal was deformed and delaminated at the 4th coil from the outside starting in the delivery tube. The seal was flared slightly at the distal tip and was partially loaded in the delivery tube. The tension spring and anchor remained inside the delivery tube. No blood was observed in the delivery tube. The seal was removed to measure the delivery tube. The following measurements were taken; the inner delivery tube diameter, the outer diameter and the length of the delivery tube; all measurements were within specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The confirmed failure mode has been investigated in the CAPA system. Based on the available information, it is not possible to determine if the device was used in accordance with the labeling in regards to the reported failure to deploy; however, the IFU instructs the user that while continuing to hold the blue wings, to advance the delivery device slowly with moderate pressure by pushing on the top blue area of the delivery device until the number 2 visual cue appears completely in the corresponding window. It also instructs the user to avoid pushing on the white plunger during this step; and to inspect all sides of the heartstring proximal seal by rotating it 360 degrees after loading is complete. It was also noted not to use the hsk if the portion of the heartstring not loaded into the delivery device tube flares wider than the diameter of the tube.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal sytem 3.8mm failed to load into the delivery tube. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).